Event description:
The patient was seen for left sided lower abdominal pain she had for 2 years. It was determined it could possibly be the essure implants she had inserted 8 years previously. 4 days later, the patient was admitted to the short stay unit for surgery. During the procedure it was noted that the essure device on the left was removed in pieces as it was embedded in the endometrium. The fallopian tubes were excised and removed without difficulty. The fallopian tubes were placed in a sterile container and sent home with the patient per her request. The procedure was completed without any noted complications and the patient was sent to recovery. Approximately 2 weeks later, the patient was seen for her follow up appointment. Her incisions are noted to be healing well, her left side pain is resolved and she has minimal discomfort. The patient is advised to take it easy for a couple more weeks and she can resume most normal activities including intercourse when she is ready. Approximately 1 month later, the patient was seen in clinic for complaints of right-sided abdominal pain during intercourse. The patient is reassured that the essure coils were completed removed and that perhaps starting intercourse at 2-1/2 weeks was not adequate healing time. The patient is advised to have pelvic rest for a total of 4 weeks. Approximately 6 months later, the patient again presents at the clinic for complaints of right lower quadrant pain since her procedure. She was seen by a partner provider. The patient states she was seen in mexico 4 months earlier for this pain and was found to have a foreign body in her pelvis. An ultrasound is ordered and shows a retained coil on the right. The patient is advised she will need a second surgery to remove the coil. The coil may be embedded in the uterus or the ovary requiring a hysterectomy or oophorectomy.